Event description:
Customer received a glucose reading of 78 mg/dl with the freestyle meter which is a normal reading for them, however they were experiencing symptoms of hypoglycemia. Customer called the paramedics who took a glucose reading of 56 mg/dl about 30 minutes later with an unknown brand meter. Customer was treated with an IV and also given 4 pints of blood because they were hemorrhaging.